Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision pc would not booting up properly. The review of system log files showed malfunction with the flexvision pc. Upon troubleshooting, the fse identified flexvision pc was defective. To resolve the issue. The fse replaced flexvision pc, downloaded the board software and returned the defective part for further analysis. The supplier's part analysis conclusively determined the cause of the flexvision pc failure was due to power supply issue, it did not turn on with the power supply switch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was not booting up properly, preventing a full system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.